Event description:
Consumer called to report inaccuracies with her meter. Analysis run on clark error grid using lab reading (64) as reference point vs. Bd readings (99) yielded some data points in the d range of the gri, outside acceptable limits.